Event description:
The nurse reported the vitrectomy probe was not working. A posterior capsule tear occurred and an unplanned anterior vitrectomy was performed. Multiple attempts were made for more info and pt's status with no response to date.

Manufacturer narrative:
The co svc rep examined the system and could not find a problem with the system. Preventive maintenance was performed on the system. The system was then tested and met all product specs. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. This report was mailed to FDA on: 4/17/09.